Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported the patient said that he is unable to use the remote to put the ins in MRI mode. The caller did not have any clarification about what the problem was or what was preventing the patient from being able to switch into MRI mode. The caller speculated that the patient may just not understand how to use the MRI mode function. Subsequently it was reported that the ins was dead. The patient claimed that the ins had not been working for a long time and the patient was not able to charge the ins. The patient reported that it had been over a year since the issue occurred. No patient symptoms were reported. No further complications were reported/anticipated.